Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the stent is deformed at its distal end, i.e. Several struts are bent. Stent imprints were observed on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Moreover, the device shaft was found kinked about 5 mm distal to the guide wire exit port. A 0.014 inch reference guidewire could be fully introduced without any resistance. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (80 percent stenosis degree). Initially it was reported that, after pre dilation, the complaint instrument was introduced into the patients body but the strut of stent was broken and twisted in proximal when crossing the calcified lesion. After additional correspondence with the local staff it was clarified that the stent system could not cross the lesion because of the severe calcification. As a result, the shaft of stent system was bent.